Event description:
It was reported that the pump displayed recurring restart prompts associated with an audio system over/under current alarm, identified as "restart 65," on three occasions within a 24-hour period, and the user performed restarts each time while transitioning to backup therapy. Symptoms included no reported clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and device history review. Investigation of this case revealed a suspected malfunction related to the audio subsystem current control that triggered repeated restart behavior consistent with a system fault in the pump hardware or firmware managing the audio component. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.